Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a stroke and atrial fibrillation (af) on the day of the implant. The patient also reported that "one of their wires isn't working". The pacing lead remains in use. No further patient complications have been reported as a result of this event.